Event description:
A (B)(4) distributor returned a monitor for an unrelated issue. While investigating the monitor, a reportable problem was discovered. The monitor was unable to communicate with an electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a damaged j1001 electrode belt connector on the monitor c/a board and damaged v1 component on the defibrillator board. J1001 was broken from the c/a board and v1 was broken from the pads on the defibrillator board. The root cause for the damage could not be positively identified, but the damage likely resulted from the monitor being dropped on a hard surface while connected to an electrode belt. No adverse event resulted from the defective monitor.